Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to get confirmation of the issue from the customer and the error code 2300. The fse inspected the analyzer and found the alignment of the sensor flag was off. The fse adjusted the pitch sensor flag. The fse ran quality control (qc) with results within specifications and no issues recurring. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2300] s loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause was the misalignment of the pitch sensor flag.

Event description:
A customer reported 2300 sample loader step feed failure on the aia-900 analyzer. The customer stated that they placed the rack at the wrong time, which caused a jam. A tosoh technical support specialist (tss) instructed the customer to reboot the instrument, but upon startup, the same error occurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.